Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-02. It was reported that upon pump diagnosis, nothing was wrong with the device.

Manufacturer narrative:
Analysis of the pump found no anomalies. Evaluation conclusion code (B)(4) and evaluation result code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a temporary motor stall on (B)(6) 2017. It was noted the pump failed secondary to a motor stall but then restarted. The pump was weaned down from 400 mcg down to 250 mcg fentanyl/ bupivacaine mixture per day and maintained the patient on oral opioids in anticipation of replacing the stalling pump. Replacement was recommended as the patient wanted to continue with the it drug delivery. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The pump was replaced on (B)(4) 2017 and was returned to the manufacture. The issue resolved without sequelae on (B)(4) 2017.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and the manufacturer¿s representative (rep) on 2017-dec-19. The pump was returned to the manufacturer for analysis. The hcp noted motor stalls in the pump logs that were associated with MRI¿s (magnetic resonance imaging). According to the logs examined on 2017 (B)(6), the first motor stall noted was at 23:34 on 2017 (B)(6) with a recovery at 00:28 on 2017 (B)(6), the second motor stall was at 12:55 on 2017 (B)(6) with a recovery at 14:43 on 2017 (B)(6), and the third motor stall was at 19:08 on 2017 (B)(6) with a ¿stopped pump period may exceed tube set¿ message at 19:08 on 2017 (B)(6). The pump logs indicated that the drugs being delivered were fentanyl [2000 mcg/ml] at a dose of 399.9 mcg/day and bupivacaine [20 mg/ml] at a dose of 3.999 mg/day. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for pancreatitis and non-malignant pain. The pump contained fentanyl [2000 mcg/ml] at a dose of 300 mcg/day and bupivacaine [20 mg/ml] at a dose of 3 mg/day. It was reported the patient had a one motor stall last august that exceeded the 48 hour tube set. Per the nurse, the pump seemed to be functioning fine at the present. The patient was not experiencing any symptoms at the time of report. There were no known factors that might have led or contributed to the issue. The motor stall was noted at a routine pump refill. The issue was resolved at the time of the report. The pump was replaced on (B)(6) 2017, and the pump would be returned to the manufacturer for analysis. The patient¿s status at the time of report was alive ¿ no injury. No further patient complications were reported.